Event description:
(B)(4) 2014, no injury alleged. Malfunction alleged. MDR filedrepair center: alleged low o2/yellow light and key is heatexchanger is leaking. Per independent repair center statement, low o2 or yellow light. The key failure was that the heat exchanger was leaking. Other issues were that the tie wraps were leaking.